Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the reamer shaft is fractured at the proximal end where the shaft meets the coupling portion of the part. The broken edges are sharp and jagged. Not all broken pieces were returned. It is unlikely the device design caused the device failure in this case. All of the measurable dimensions fell within the allowable tolerances. The reamer shaft appears extremely worn with many striations, indicating possible over use. There is no sign of rust at the fracture site, indicating that this was not an old fracture. There is damage to the proximal coupling portion where it interfaces with the shaft that would not be associated with normal use. This damage is consistent with the use of some type of clamping force, like pliers or vice grips. Normal use of the device does not involve clamping. It is concluded that this case is invalid from a design standpoint due to the indications of possible misuse or overuse. The manufacturing evaluation revealed that the shaft broke in half right under the machine coupling. The shaft is also out worn and shows marks of often or forcible use. Dimensions and all of the measurable dimensions fell within the allowable tolerances. The manufacturing records show that the device met the specifications at the time of manufacturing. The microscopic view of the broken surfaces does not show any anomalies of material structure. It is concluded that this complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
It was reported that during a long tfn procedure, the flexible shaft broke while the surgeon was reaming the femoral canal. The distal end of the shaft broke off into the patient. Surgeon retrieved the broken fragment. Surgeon then used another flexible shaft to complete the procedure with no further problems, and without harm to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.